Event description:
Customer claimed top of unit on fire, sparks, smoke and flames.

Manufacturer narrative:
Tech was dispatched and reported that the cleaner was not working and he replaced the fuse, tested the unit and it was returned to use at the account. Unit has been upgraded under field correction on july 12, 2006.